Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of high intraocular pressure, fibrosis and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Patient had a xen®45 gts implanted in the left eye. Patient noted that "following the operation, I suffered from tass" a few days later. Patient was treated with iopidine, sterodex and cosopt. Following this, the intraocular pressure remained high, necessitating needling, which also did not help, and a subsequent further operation of trabeculectomy was necessary. This procedure achieved the desired result and the device remains implanted.